Event description:
Healthcare professional reported "patient had an ultrasound identifying granulomas and possible intercapsular ruptures bilaterally." Device is for the right side. Device remains implanted. Manufacturer of device is unknown.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.